Event description:
It was reported that the patient underwent an alif-plif fusion l4-l5-s1 using rhbmp-2/acs. The patient's pain initially improved po st-operatively. Eventually, the patient's pre-operative symptoms returned including pain, dizziness, spasms, numbness, tingling, burning sensations, walking difficulties, and rigidity. 9 months post-operatively, the patient was diagnosed with low serum copper. On a 555 days post-op, a lesion at c2 lesion was noted on MRI. The lesion was still present on the most recent MRI study 1180 days post-op. On a 1215 days post-op, the patient was diagnosed with ataxia. 1423 days post-op, the patient presented with a rash that was diagnosed as grover's disease. On a 1571 days post-op, the patient sought an independent medical exam. The physician diagnosed arachnoiditis and notes that the patient "mentioned that lately, he is guessing, that he may have an ectopic bone growth related to the operations and the fact that a significant amount of bmp-2 was used in two of his surgeries."

Manufacturer narrative:
Review of radiographic images found the following: (B)(6) 2007, CT shows existing pedicle screws l5-s1 with grade ii spondylolisthesis. No interbody device present. Reported broken screws not verified. Disogram done showing pain and nonunion were reasons for revision. (B)(6) 2007, revision of l5/s1. R<(>&<)>r hardware used synthes instrumentation with rhbmp. No change in symptoms. No additional procedures. (B)(6) 2012, MRI shows l4-l5-s1 fusion with pedicle screws, alif device noted at l5/s1. Fusions appear intact. Screw noted posterior to dural sac. No significant distortion of nerve roots to verify arachnoiditis. No findings to explain clinical complaints or to verify any surgical complication.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.